Manufacturer narrative:
The unit could not undergo the displacement test due to missing retainer. The following physical damage was noted: missing reservoir tube o-ring, stained keypad overlay, pillowing keypad overlay, minor scratches on case, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment is broken and that the retainer ring is missing. Their blood glucose was unknown. Troubleshooting did not occur. The insulin pump was returned for analysis.